Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting with tandem technical support, the customer confirmed the pump still turns on when plugged into a power source. Customer's blood glucose level was 126 mg/dl.